Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/27/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show one opened foil labeled as vcp341h, used in surgery, with an apparent detachment of the needle. In the photo the needle was observed separated from the suture. Due to the position of the device within the photo, a clear analysis of the device could not be performed. The photo becomes distorted when magnified. The photos were reviewed by a medical safety officer. As per medical safety officer: the photos show a laparascopic intraoperative image wherein the needle is being held by needle holder. There is no suture visibly attached to the needle. Suture can be seen separate from the needle, left in the surgical field. An intraoperative image wherein the needle is being held by needle holder. There is no suture visibly attached to the needle. Suture is seen separately with part still in the incision site. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle is detached from the thread. Three sutures were used and in three the same happened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.